Event description:
Boston scientific crm received information one day post implant, this right ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. A revision procedure will be performed in the near future. No adverse patient effects were noted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.